Manufacturer narrative:
The device was returned for evaluation; however, the evaluation was not yet completed. The investigation is ongoing, and a supplemental report will be submitted if additional information is provided by the user facility.

Event description:
The customer reported to inogen, that the device displayed exhaust error. The device alarmed during the event. Reportedly, the customer spent overnight in the hospital wherein the customer received additional oxygen. In turn, the customer received a replacement device and is feeling better.